Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
While perform routine preventative maintenance on a customer's device, a physio-control service representative observed the device logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. This event code was generated when delivering a 10j test shock. There was no patient use associated with the reported event.